Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance (greater than 200 ohms) and increasing pacing thresholds. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).